Event description:
Distributor dahiteb in iran reported that two pieces of broken xia lp mono axial screw has been pull out from the patient body (both items have been twice sterilized). The distributor reported that referring to the surgeon for follow-up post surgery, the patient complained of a severe back pain which is apparently due to implant breakage.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.